Event description:
A hospital purchasing agent reported that the infusion cannula was not snapping into the trocar cannula. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history review (DHR) shows the product was released per specifications. The returned sample provided by the complainant only contained the cassette tray. No functionally testable sample was returned for this complaint report; therefore, functional testing could not be conducted and it is not possible to isolate the root cause. The root cause is unk. (B)(4).